Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Trend analysis: no trend has been identified. Event description: it was reported that after the operation, the patient developed fever and wound exudation, and was given anti-infection treatment, wound debridement and dressing change. Review of received data: - one pelvic x-ray dated 14 sep 2019 was received for investigation. The x-ray shows the situation before the initial surgery and therefore does not contribute to the case at hand. - translations of the intial surgery notes as well as the wound debridement surgery were received and can be summarized as follows: initial surgery, (B)(6) 2019: ¿ hemiarthroplasty due to femoral neck fracture ¿ ebl 450ml, transfusion of 2 units given (no new complaint as ebl is within anticipated limits for this procedure indicating patient pre-existing condition necessitating transfusion) ¿ no intraop complications noted wound debridement surgery, (B)(6) 2019: ¿ wound debridement performed for infection under local anesthesia with application of negative pressure wound vac ¿ yellow exudate noted, wound debrided, peroxide and antibiotics applied ¿ there was not much intraoperative bleeding and no blood transfusion ¿ no complications, no product exchanged device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - sterilization certificate was reviewed on 24-march-2020 and showed that the device has been treated, according to the following standards: - iso 9001, iso 13485, iso 11137.21cfr part 820 (FDA c gmp). The sterilization certificate was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Conclusion: it was reported that after the operation, the patient developed fever and wound exudation, and was given anti-infection treatment, wound debridement and dressing change. The review of the received medical data did not reveal anything relevant that could have contributed to the reported infection. No product was returned to zimmer biomet for in-depth analysis. However, the quality records were reviewed and show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Additionally, the sterilization certificate was reviewed and showed that the device has been treated according to the applicable standards with no deviations / anomalies identified. Therefore the investigation results did not identify a non-conformance or a complaint out of box (coob). Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device during transportation and /or storage, contaminated device due to packaging failure. Additionally patient and surgical factors which remain unknown might have contributed to the infection. Therefore, based on the investigation and the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2020 - 00116.

Manufacturer narrative:
X-rays and other source documents were received and will be reviewed as a part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent wound debridement and anti-infection treatment within 3 months from the initial surgery.